Manufacturer narrative:
(B)(4). Batch # t5cw9g. Device analysis: the analysis results found that the tcr10 reload was received with no apparent damage. The swing tab was found to be in the unlocked position and with 15 drivers up without staples along the cartridge. No functional testing was performed. It is possible that an improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. In addition, two unformed staples were received inside of a plastic bag and the staple retainer was not received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, no patient involved. No patient outcome. Clips fell out of the device before using.